Event description:
During a cataract extraction procedure, this phacoemulsification handpiece would not emulsify the nucleus. Another handpiece was used to complete the procedure which was delayed approx. 20 minutes.